Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received about the external device. Caller reported they are having trouble with the controller when recharging the implanted device. Caller reported the controller screen goes black and they have to reset the controller when charging the implant. Caller reported its taking double the time to charge the ins to 50% than it used to and take long time to connect. Caller stated since the received the new rtm cord they have problem with charging the implant but the problem has become worse in the last 3-4 months. Caller stated they see terminated and yellow light and screen goes black. Agent asked caller to connect with controller, controller shows ins 70% and controller 100% charged. Agent confirmed there is no damage inside the controller. Agent asked caller to inspect the recharger cord for damage and caller said there is no visible damage on the rtm cord. Agent asked clarifying question and call ER said patient sit in chair with paddle on the back to charge the ins. The troubleshooting step taking on the call did not resolve the issue. A request was sent to the repair dept for rtm replacement. Historical event: patient mentioned they received a used rtm before and asked for new rtm cord. No symptoms were reported. Additional info received from patient that the issues have been ongoing since their last call into patient services. Caller stated it is taking the patient up to 4 hours to charge their implant from 50% to full and noted the controller battery will decrease from 100 to 90% with the implant increasing from 50 to 80%. They noted they have reset the controller, but this has not resolved. They confirmed the patient typically will have excellent charge quality, but it is taking them twice as long to charge the implant as it did before. They confirmed no visible damage to the recharger, controller port, battery pack, or battery compartment, but stated the recharger relay box gets "red hot" while charging the implant. Due to the nature of issues patient is still experiencing, agent sent requests to repair for replacement recharger and controller. They called back in stating what they needed to do on the new controller. Agent reviewed pairing process. Additional information has been received that pt recharger was getting hot when recharging implantable neurostimulator (ins) and ac power supply cord was melted and looked like it was burnt. Pt rep. Said sometimes the ins took 20 minutes to charge from 50-100% and other times it took 2 hours. Pt rep. Said pt had gotten all different types of messages while charging the ins. Technical services (tss) requested replacement ac power supply cord and recharger. Additional information has been received that they received the replacement recharger cord but not the ac power supply. Agent reviewed that they would look into the matter and call them back. Upon calling pt rep back, agent was unable to reach them to make them aware that repair is currently out of ac power supply cords and there is no when they will bein stock at this time.